Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the 4k uhd lcd monitor was used with the surgical electric scalpel, during a colonic endoscopic mucosal resection (emr) procedure. The image blacked out momentarily. The procedure was completed when used without the electrical scalpel. It was believed, that the blank image was; due to the electrical scalpel. Electric surgical knife (elbe 300d) and ai equipment (manufactured by ai medical service), which are combined products, had no issues. There was no delay in the procedure. And there was no patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. E evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is probable that the device was used with a high-frequency device other than us, resulting in a noise-blackout. The following information is stated in the instructions for use (IFU): ¿·if you use a radiofrequency ablation device with this product, use our radiofrequency ablation device. The use of non-our high-frequency ablation power devices may cause high-frequency noise on the observation monitor or affect the procedure, or the viewing screen may disappear. ·when using a radiofrequency ablation device, there is some noise in the observation images.¿ olympus will continue to monitor field performance for this device.